Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and bleeding at site. The customer blood glucose level was 143 mg/dl, 133 mg/dl, 257 mg/dl, 222 mg/dl and 420 mg/dl at the time of incident and the current blood glucose level was 264 mg/dl. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the site was not actively bleeding. Customer states the sensor may had inserted in a capillary or blood vessel. Customer states they were unable to enter auto basal. Customer reports the blood glucose required message from the auto mode readiness screen. Customer reports they entered multiple blood glucose but system did not transition to delivering auto basal. Customer declined troubleshooting for high blood glucose and was not like to continue troubleshooting site issue. The device will not be returned for analysis.